Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 02265, 0001822565 - 2018 - 02267. Concomitant medical products: unknown part/lot, femoral spacer, bone cement. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that patient was readmitted to hospital for surgical intervention to remove hematoma and removed original antibiotic spacers and placed new antibiotic cement with acetabular and femoral spacer. Attempts have been made and no further information is available at this time.